Manufacturer narrative:
While performing a review of the event, it was determined that the reported issue did not meet the criteria for a complaint. No deficiencies were alleged regarding the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Please disregard mrn 3012307300-2024-05297 and any reports associated with it.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. The device was visually checked, and no issues were found. Functional tests were performed and found that the o-ring needs to be changed confirming the complaint. The will be o-ring changed and functional and delivery tests performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device has been sent for preventive maintenance. There was no patient involvement, no patient harm.